Event description:
On (B)(6) 2009, the pt reported that there was an air bubble in his insulin cartridge 3 days ago. He stated that he did not want to prime the bubble from the system so he gave himself "a lot of extra insulin." He was educated on priming air from the system. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.